Event description:
The customer reported the table would not move up or down. No reports of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Found multiple table accessory events in the log therefore the table extension and latches were adjusted. The system was tested and found to be working as intended, and put back into service.